Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic distal gastrectomy procedure, at the first firing of the stomach resection, the device had stopped firing at one centimeter short of the distal end. The staples were found to be malformed and have a u-shape. The incomplete staple line was fixed via double twisted suturing. The second firing of the device was successful. On the third firing to close the entry hole of the delta-shaped anastomosis, the device stopped halfway. The reload was changed and was tried to use to complete the staple line from the third firing however, the firing stopped after slight stapling and it was noted that the staples at the distal end were u-shaped. The entry hole was closed by manual suturing. There was no patient injury.

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. Microscopic evaluation noted that the reload had damage to the cutting edge of the knife blade. The reload was partially fired. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Replication of the damaged knife blade may occur when an obstacle has been incorporated in the jaws during application. The information booklet which accompanies each product shipment cautions the user; ensure that no obstructions (such as clips) are incorporated in the instrument jaws. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.